Event description:
Additional information was received from the patient. It was reported the circumstances that led to the faster implanted battery depletion was that the patient was not charging for a significant amount of time and it was running down almost daily even with less activity. The patient was sent a replacement recharger. The patient noted the issue was resolved to some degree, they still thought they need a new battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the recharger (serial# (B)(6), found there was a no device found message, and the cable insulation is torn at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s serial:(B)(6) ; product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the battery had gone dead and that a message had come up saying to call medtronic today. Agent clarified with the pt and pt confirmed that they were speaking of the controller battery. Agent asked the pt for further error message screen details; pt said that the screen had two or three little numbers but they couldn't recall what they were. Pt said that they called the manufacturer representative (rep) who told them to call patient services (pss). Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt saw no apparent damage to the equipment. Pt noted that they take really good care of their equipment. Pt said that the controller battery compartment was the hardest thing to open as they had numbness in their right finger. The controller battery was at 90% and the implantable neurostimulator (ins) battery was at 80%. Pt said that it had gotten to where the ins didn't hold a charge as if they were active during the day then sometimes the ins battery would run down; agent understood that the pt was possibly increasing the stimulation intensity when they were active. Agent had the pt initiate an ins recharging session. Pt said that the other day the controller kept saying no device found when they were trying to recharge the ins. Pt said that the controller went blank upon connecting the recharger to the controller. Pressing the up/down arrows on the controller did not wake the controller up. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply. The controller was then working as intended again. Agent reviewed recharger replacement with the pt. The issue was not resolved. A replacement recharger (rtm) was sent out.